Event description:
It was reported that during implant procedure, the stylet was being pushed through this right atrial (ra) lead and both the lead and the stylet were kinked. Therefore, this lead was unable to be successfully implanted. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The returned product was analyzed. The complete lead was returned intact, not severed. The lead kinked allegation was confirmed, based on visual inspection which showed a very slight bend in the lead. The stylet kinked allegation was not confirmed, based on the stylet not having been returned. Continuity testing passed, indicating conductors are intact. Visual inspection revealed no abnormalities, other than induced damage, there is very slight deformed coils (bend) approximately 392mm from the terminal pin.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that during implant procedure, the stylet was being pushed through this right atrial (ra) lead and both the lead and the stylet were kinked. Therefore, this lead was unable to be successfully implanted. The lead was removed prior to pocket closure and another lead was implanted to complete the procedure. No adverse patient effects.